Event description:
Serious injury involving one person. On 11/8/1999 the pt was diagnosed with a corneal ulcer in the right eye. Decreased visual acuity to 3/10. Pt initially went to the hosp. Treatment prescribed was vitacic and chibroxine eye drops. Pt was seen by an ophtalmologist on 11/11/1999. Treatment was changed to atropine and tobradex eye drops and medrol 16 tablets. Prognosis: pt has resumed contact lens wear and visual acuity has recovered. There is a corneal scar which is not in the optic axis. Mfg investigation results indicate the lot met specification and there were no abnormalities during mfg this lot.